Manufacturer narrative:
Ryu b, white tg, shah ka, et al. Utility of quantitative magnetic resonance angiography and non-invasive optimal vessel analysis for identification of complications and long-term hemodynamic changes in post-pipeline embolization patients. Interventional neuroradiology¿: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. August 2021:15910199211034668. Doi: 10.1177/15910199211034668. See manufacturer report # 2029214-2022-00229 for other events reported in this article. If information is provided in the future, a supplemental report will be issued.

Event description:
Ryu b, white tg, shah ka, et al. Utility of quantitative magnetic resonance angiography and non-invasive optimal vessel analysis for identification of complications and long-term hemodynamic changes in post-pipeline embolization patients. Interventional neuroradiology¿: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences. August 2021:15910199211034668. Doi: 10.1177/15910199211034668. Medtronic literature review found a report of patient complications in association with a pipeline device. The purpose of this article was to elucidate the long-term hemodynamic changes following pipeline embolization device (ped) placement and report two cases in which in-stent stenosis was detected. Thirty-two patients were included, and the mean age was fifty-seven years. The article does not state any technical issues during use of the ped. The following intra- or post-procedural outcomes were noted: -one patient developed asymptomatic in-stent stenosis recognized first on the quantitative magnetic resonance angiography (qmra) non-invasive optimal vessel analysis (nova) and subsequently underwent diagnostic cerebral angiography which demonstrated severe in-stent stenosis confirming the findings on the qmra nova. This patient had a successful balloon angioplasty with no future recurrent stenosis.